Event description:
It was reported that patient had undergone "4 to 5 additional surgeries" to fix issues with pump catheters. It was noted that in (B)(6) 2011, a new pump and catheter were implanted due to a "broken catheter and pump not recoiling right." The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, serial#, implanted, explanted, product typ: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: catheter. (B)(4). Correction: manufacturer report number: the initial MDR was filed as MFR report # 3007566237-2012-01421. Additional review indicated the correct manufacturing site was site 3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient reported increased pain, nausea, and a heightened sense of smell in (B)(6) 2011. At the end of (B)(6) the patient had anteroposterior and lateral x-rays taken. The catheter was found to be in the intrathecal space with no obvious fractures. A dye study was attempted but the doctor was unable to aspirate from the catheter access port (cap) and the dye study was stopped. The patient had a catheter and pump replacement on (B)(6) 2011. During the procedure it was discovered the catheter was occluded at the tip. The pump was found to be in working order but was nearing end of service (eos) so it was decided to replace the pump as well. It was reported the patient complained of severe pain within hours of the surgery. It was noted the device system was to deliver dilaudid, bupivacaine, and clonidine.